Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID :3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 388928, lot# 0210632919, implanted: (B)(6) 2016, product type: lead. Product ID: 388928, lot# 0210632941, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the consumer returned to the clinic as the sensation was uncomfortable after last clinic and reprogrammed after impedance checked again. Impedances run again at higher amplitude of 1.5v and were the same except for the right lead. The right lead appeared to offer some combinations that were not present last time. Some of the options where then used in mapping/tried but the consumer could not feel any stimulation even at high amplitude so it was concluded that they were not options for the consumer. The consumer was reprogrammed with options left available on both leads. The consumer also reported experiencing electric shocks when touching things (approx. 25 in one day) but after 4 days this stopped; she turned her device off and on again. The consumer also reported two further episodes of spasms, one in the night which resulted in bowel activity and she then turned off the device and took busocpan for relief. She remembered having surgery for nasal polyps during last few months but didn¿t turn off the device and not sure if monopolar diathermy used. The cause of the shocking sensations has not been identified. The consumer will keep a diary and note any equipment in environment if these occur. May try switching device off or one of the them to see what is effective.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), product type implantable neurostimulator. Please see also mfg. Report no. 3004209178-2016-26280. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer experienced shocking sensations in her pelvic floor area when out shopping. They were so severe that it brought about severe diarrhea and spasms. The consumer was not aware of any factors that may have led to the event. An impedance check of both tined leads was done, as the patient had bilateral stimulation. Impedances results for all combinations were all greater than 4000 ohms. The consumer was not aware of any falls or injuries, and the nurse did not feel that the pocket was too large for the devices. The consumer was reprogrammed and set at subsensory level. The issue was not resolved at the time of the report. The consumer¿s medical history included immunology condition, gets infections easily after surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.